Manufacturer narrative:
No evaluation possible at this time. The implant remains in-situ. The identifying part and/or lot number has not been provided. A supplemental report will be submitted if additional information is received.

Event description:
Around one year postoperatively, a iliac screw shank fractured from the tulip head. A radiograph was provided which confirmed the event. No revision surgery planned.